Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy pump exhibited error code 1210. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were "error 1261 and 1210" messages. A functional check was conducted as well as a visual inspection. The reported issue was able to be confirmed. The pump was found to be displaying "1210" error code with (service due) alarm messages on power up when batteries were inserted. It was found that the customer interfered with the pump due to the damage found on both back labels by removing the screws. A defective microprocessor unit board will be replaced.